Event description:
It was reported that during the implant procedure the helix would not retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): lead was returned with dried blood in the distal conductor preventing the helix from extending. Also the outer tubing overlay is breached cut.